Event description:
It was reported that a coating issue on the catheter occurred. A 135/10 renegade hi flo was selected for use in a transcatheter arterial chemoembolization (tace). Upon unpacking, it was discovered that two sections of the catheter lacked coating and could not be used. The device was not introduced into the patient's body. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a coating issue on the catheter occurred. A 135/10 renegade hi flo was selected for use in a transcatheter arterial chemoembolization (tace). Upon unpacking, it was discovered that two sections of the catheter lacked coating and could not be used. The device was not introduced into the patient's body. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(4). Device evaluated by MFR: the renegade hi-flo device was returned for evaluation. Microscopic examination revealed 2 outer liner fractures with a stretched inner braided lumen. From proximal end the first stretched section is located approximately 3cm to 7cm while second stretched section is located approximately 35.5cm to 41cm from the strain relief. No other issues were identified during the product analysis.